Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # unk.

Event description:
It was reported that during an unknown procedure, the knife did not return from the distal end after the 7th firing. The cartridge was green. The release button did not function at all. Eventually, the knife was returned with the manual override lever. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # m54363. Conclusion: the analysis found that one pce60a device was returned in good visual condition and with nine cartridge reloads present. Cartridge (b, c, d) ecr60d, m53j0a were received fully fired. Cartridge (e, f, g) ecr60g, l54k6m were received fully fired. Cartridge (h) ecr60g, l52l3r were received fully fired. Cartridge (I) ecr45g, l54j6r were received fully fired. Cartridge (j) ecr60g, m5201p were received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home automatically as intended. The knife reverse button force worked properly during testing. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. The batch record was reviewed and no anomalies were noted during the manufacturing process.